Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided.

Event description:
Doctor reported fracture of internal hexagon of implant tsv4b11 at tooth site 36. Implant was loaded in april 2017 with hla zimmer abutment and cemented crown of metal-porcelaine. Implant will not be removed as patient does not wish it and a removable prosthesis will be made.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number cmp-(B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative zimvie did not receive one (1) tsv4b11, (imp,tsv,4.1mm,sbm,11.5) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. Device history record (DHR) review was completed for the subject lot number 63387173. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63387173 for similar events and no other complaint was identified. Review completed utilizing keywords: fracture implant. The customer did submit one (1) x-ray image for the reported event. Further evaluation of the provided x-ray verified the implant was fractured at the collar region. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are parafunctional habits/patient factors. Therefore, based on the available information, a device malfunction did occur. Without device receipt, the reported event was confirmed via x-ray. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.